Manufacturer narrative:
(B)(4). An actual sample was received for evaluation. A visual inspection of the sample revealed the y-junction was damaged. The reported condition was confirmed. Although the condition was confirmed, the root cause was not identified. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through CAPA - (B)(4).

Manufacturer narrative:
(B)(4). The sample was received for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of evaluation or if additional information becomes available. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
The customer reported to baxter (B)(4) a solution administration set in which leak occurred. According to the report, at the beginning of administration of an analgesic solution, a blood back flow occurred resulting in a leakage of blood mixed with solution at the level of the y-site. Reportedly, it is due to a defective y-site which appears to be crushed. The condition occurred during infusion on a patient. There was no patient injury or medical intervention associated with this event. No additional information is available.